Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Additional findings were helix distorted/bent and damaged at implant. Full lead returned and analyzed.

Event description:
It was reported that the stylet was stuck in the lead lumen. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.